Manufacturer narrative:
Report type product problem was selected in error in initial (B)(4) and should have been adverse event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This report is for one unknown locking screw. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Therapy date: unknown date in 2014. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. Patient code (B)(4) was utilized for revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery with hardware removal was performed on (B)(6) 2017 due to osteoarthritis. The patient originally underwent the trochanteric fixation nail (tfn) procedure on an unknown date in 2014. The hardware was removed during the (B)(6) 2017 revision surgery and the patient was revised to a total hip replacement. The surgery was completed successfully and patient is reported to be in stable condition. This report is for one unknown locking screw. This report is 3 of 3 for (B)(4).